Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the battery was dead and this was confirmed by healthcare provider. It was noted the patient no longer needed the device replaced because they were able to control the tremors with medication. The patient still had the device implanted and they did not have the dates that the device went inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.